Event description:
Boston scientific received information that this device was explanted for normal battery depletion; however, setscrew difficulty reported during the explant procedure. The effected setscrews were eventually retracted and the product returned for a post market assessment in the absence of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device had declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was also declared while implanted following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. Additionally, engineers verified all setscrews moved freely and operated normally during the analysis process.